Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with unknown type of procedure and unknown anatomical location. Imdrf device code a0501 captures the reportable event of yoke and/or ball weld detachment of device or device component with unknown type of procedure and unknown anatomical location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure for polyp performed on an unknown date. The anatomy location is unknown. During the procedure, when the clip was attempted to deploy, it broke off from the guide. Both the clip and a small broken piece were successfully retrieved using a rescue net device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.